Event description:
It has been reported to philips that the fluoroscopy was not working. The customer reported the foot switch has a connection issue. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the foot switch connection stand. The pins were damaged. The fse replaced the foot switch connector stand, d-sub pin sets. After the replacement of the pin set the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. During troubleshooting, the fse identified a damaged connector standoff. The fse replaced the footswitch connector standoff. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.